Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. It was reported that the patient experienced immune-mediated hepatitis and myositis after their first cycle of cancer medication for melanoma. A sonography of the abdomen was performed to exclude any flow obstruction in the setting of immune-mediated etiology. The patient was placed on therapy and the second cycle of cancer medication was postponed due to fulminate auto-immune hepatitis. The account later communicated that the patient experienced a major bleed during their hospitalization for autoimmune hepatitis. The patient fell out of bed. The patient had a hematoma in the chest wall in the upper left side and upper left arm. It was mild, but the patient had a constant drop in hemoglobin (hb). Anticoagulation medications were paused, and the patient was transfused 2 units of erythrocyte (ery) concentrate. The issue reportedly resolved by (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22dec2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had hepatic dysfunction, immune-mediated hepatitis, and myositis after the first cycle of nivolumab, which was administered to treat the patient's melanoma. A sonography of the abdomen was performed to exclude flow obstruction in the setting of immune-mediated etiology. Therapy with cortisone was established and later mycophenolate mofetil was added. Under therapy hepatic parameters regressed. The dermato-oncology board decided to postpone the second cycle of nivolumab due to fulminate autoimmune hepatitis. During the hospitalization, the patient fell out of bed and developed a hematoma in the left chest wall and upper left arm. There was a constant hemoglobin drop and anti-coagulation was paused. The patient was transfused with 2 units of erythrocyte concentrate.